Manufacturer narrative:
Additional information is provided in sections d.9, e.1, h.3, h.6 and h.11. Twelve unopened clearcut 2.2 sb knifes, in bp tray, in a blister were received for the report of knives are blunt. Samples were visually inspected and all were found to be conforming. Functional penetration testing was then performed and all samples were conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened samples were found to be conforming, therefore knives are blunt was not confirmed. However since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. The unopened samples were found conforming; however because the actual complaint samples were not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery, an ophthalmic cutting knives were found to be blunt. Details of procedure was not reported. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).